Manufacturer narrative:
During the quality investigation testing, the customer's complaint was confirmed. Further investigation identified corrosion damage within the motor and other component parts. The parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core impaction drill was received for repairs due to overheating during a tooth extraction. The procedure was completed successfully with another drill; no adverse consequences were reported, no procedure delay was reported.